Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had come in to the hcp office for a pump refill and 2 experienced nurses were unable to fill the pump with the last 4 ml of drug. They were only able to fill 16 cc and then met great resistance. They felt the needle hit the bottom of the reservoir each time they refilled it. They reportedly were able to aspirate the reservoir, but unable to fill it. It was thought that all of the air and drug may not have been removed. The following day, the same thing happened with the hcp attempting to fill the drug. The last 2 refills were apparently the only time that it had occurred. They were eventually able to get 16 cc in the pump. Since (B) (6) 2009, only 17 cc's have been able to be filled in the reservoir. Reservoir volume discrepancies have been wnl of the 25%. The pt was stable with no apparent change in pain relief. The pt had fallen down some stairs about 7-8 weeks ago, but was o.k. Now. The pt recovered without sequela.